Event description:
The reporter called to request that the accu-chek inform meter be replaced due to cracked base. No adverse event reported. Customer inquiries investigation discovered that pin #3 showed signs of burning. New system sent to customer and return requested.